Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number changed to 81022u177. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated. It is likely that the patient anatomy contributed to the reported difficulties. It is likely that the poor visualization due to patient anatomy contributed to the reported single leaflet device attachment (slda). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. It was noted that visualization was poor due to anatomical challenges. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. After deployment, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). A second clip was deployed to stabilize the slda and to further reduce mr. Two clips were implanted, reducing mr to less than 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.